Event description:
It was reported that the 9800 system had a damaged power cable and broken handle. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The power cord and handle were replaced during the svc call. The system was tested and found to be working as intended, and put back into svc.